Manufacturer narrative:
The reported event was confirmed use related as per the reported event . The root cause of this failure is "forgets the patient is using the device". The device was not returned for evaluation. The lot number is unknown. A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: "not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter" "¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours." Correction : f. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had issues in removing the purewick female external catheter, so they had to discontinue the use of it. Representative clarified them that the wick was not for insertion and told them about website, also let the caregiver know that they could call customer service for troubleshooting. Also stated that patient was too small so the wick would not stay in place. Representative suggested briefs on top of the wicks, but they were just using briefs instead. No further assistance needed. It was noted that the patient had been using purewick product for more than 90 days. As per additional information received via follow-up on 21sep2021, patient discontinued using purewick because the patient was too thin to hold the wick in place, also stated that the patient had dementia, so they take the wick out at night that caused leakage. Also stated that otherwise the purewick urine collection system worked just fine. No additional information was available. Per additional information received via liberator on 10sep2021, stated that patient body was unable to hold to purewick female external catheter in place, so patient was no longer using the purewick catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had issues in removing the purewick female external catheter so they had to discontinue the use of it. Representative clarified them that the wick was not for insertion and told them about website, also let the caregiver know that they could call customer service for troubleshooting. Also stated that patient was too small so the wick would not stay in place. Representative suggested briefs on top of the wicks, but they were just using briefs instead. No further assistance needed. It was noted that the patient had been using purewick product for more than 90 days.